Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed a loss of prime warning associated with zero force; followed by no delivery, no prime, no cartridge detected warnings on the event date. During testing, the pump successfully passed the rewind, load, and prime sequences with no issues. A force sensor calibration test found that the pump was detecting the correct force. The pump cover was removed, and a cracked solder was found on the force sensor pins.